Manufacturer narrative:
(B)(4).

Event description:
Customer reports that the staples did not hold. Six in a row came out. Patient had to return for 2nd surgery to close with stitches. No other information provided. The device is not being returned it was discarded by the customer. The customer reports that the second surgery likely happened at a minor surgery clinic, and that the dehiscence was partial, not full. The patient is recovered, and there were no other complications reported.